Event description:
Information was received indicating that cadd solis vip pump displayed error code 41626. There was no patient involved.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and ran motor testing in mu were performed which failed. According to the investigation, the customer reported problem was confirmed and excessive power(current) draw on motor. Investigator replaced the pump motor. The problem source of the reported problem is unknown.